Event description:
During the cleaning process, it was discovered that the handle is cracked. It was reported that this event did not occur during a surgical procedure.

Manufacturer narrative:
Summary of evaluation:evaluation results indicate that this event was device related. The ultem handle material has been upgraded to improve the reliability and durability of the instrument handle.